Event description:
It was reported that the customer had a problem on her bolus wizard settings on the insulin pump. The customer's blood glucose level was 81 mg/dl. The customer was advised to speak with her educator or whoever changing her setting to see if her carb ratio is too low. The customer was advised on how to do a boluz wizard setting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)